Event description:
It was reported to tyco healthcare/kendall on 8/17/2007 that, the electrodes burned a patient, leaving brownish area, dry and flaking skin. Electrodes were applied to chest area for 24 hours. Patient was referred to pcp where cream was applied (type unknown). No samples, no lot, no photos available. Skin prep: mild shave, sand paper.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded. Please note, no samples are expected (discarded), no photos available, lot number unknown.